Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0cpeg12a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2021-00010.

Event description:
The customer reported that she obtained a blood glucose reading of 430 mg/dl at 11:37 p.m. On the contour next link 2.4 meter. The customer had a seizure after receiving the high reading, which she related to the symptom of hypoglycemia. The customer's husband gave her a glucagon injection. The customer was feeling lethargic, so the customer's husband gave her orange juice after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.